Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a high blood glucose reading of 482 mg/dl. She stated that she needed assistance with programming the temp basal rate. She declined troubleshooting for high blood glucose because it was high due to the medications she was taking. Nothing further was reported.